Manufacturer narrative:
H.6. Investigation: DHR review was performed and there are no ncr-s opened during production that would explain issue costumer was experiencing. No samples received for this complaint, video was received via e-mail no sample was received for this complaint, DHR review did not show any ncr opened during production, video was reviewed and leakage was observed on lower part of spike component. Tube-spike joint. Probable root cause of leakage on c61 is molding issue with spike component (5328) lower part of spike where tubing is connected is not centric, this defect will make wall of component thinner on one side and thus cause leakage.

Event description:
It was reported that bd phaseal¿ secondary set c61 is leaking from the weld between the attachment and the tubing. No serious injury or medical intervention was reported.

Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is not registered with the FDA. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd phaseal¿ secondary set c61 is leaking from the weld between the attachment and the tubing. No serious injury or medical intervention was reported.